Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) level was over 400 mg/dl with high ketones. Reportedly, the customer administered a manual injection to address bg. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. At the time of the event, the customer did not observe any issues with the insulin, cartridge, infusion set tubing, or infusion set cannula in use. The customer was discharged the same day with the issue resolved and no permanent damage. Although requested, contact declined to upload the pump for tandem technical support to investigate further. Reportedly, customer reverted to manual daily injections for insulin therapy.